Event description:
A 3.0 mm diameter x 12 mm length endeavor otw drug-eluting coronary stent system was implanted into a patient for treatment of a lad lesion, the vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the patient experienced restenosis/thrombosis. No further info has been obtained.

Manufacturer narrative:
Evaluation codes, results: (restenosis/thrombosis)